Manufacturer narrative:
(B)(4) the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. The other nc trek rx device is being filed under a separate manufacturing report number

Event description:
It was reported that the procedure was to treat a very tight, calcified lesion in an unspecified vessel with balloon angioplasty. A 3.5x12 nc trek rx balloon dilatation catheter (bdc) was unpackaged and prepped per the instructions for use (IFU) without issue. While advancing the 3.5x12 nc trek rx toward the lesion, resistance was felt against the vessel and the proximal shaft separated prior to reaching the lesion. No unusual force was applied. The separated shaft pieces were simply withdrawn from the anatomy without difficulty. A 3.5x15 nc trek rx bdc was then unpackaged and prepped per the IFU without issue. The 3.5x15 nc trek rx bdc was then advanced to the lesion without resistance. An attempt was made to inflate the 3.5x15 nc trek rx, but the balloon did not inflate at all. The 3.5x15 nc trek rx was withdrawn without difficulty. No leaks were noted. Another unspecified balloon was used to successfully complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.